Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 183, 143, 233 and 134 mg/dl. The customer's expected fasting blood glucose test result range is 112 to 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer has no changes in his diet or exercise.